Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: concomitant medical products: device has been returned to the manufacturer. H3, h4, h6: part: 323.042. Lot: 8855903. Manufacturing site: haegendorf. Release to warehouse date: 03. Apr. 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Isual inspection: the lcp drill sleeve was returned showing a portion of the distal threaded tip broken off. The broken off fragment was not returned for investigation. Besides, the instrument presents normal signs of use. Dimensional inspection: due to the damage the relevant dimension could not be measured. Document/specification review: the review has shown that with 1.4112 stainless steel the correct material was used, and that the hardness was within the specification of 595 +80 hv10. Summary the complaint condition is confirmed as one section of the threaded tip is broken off. This production lot (8855903) was manufactured in april 2014 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criterias. While no definitive root cause could be determined, it is possible that the device encountered excessive torque/force and/or cross threading with mating plates during device use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: updated data- b3. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an osteotomy and open reduction internal fixation (orif) of distal femur procedure on (B)(6) 2019, locking compression plate (lcp) drill bit and lcp drill sleeve broke. No back up devices were needed. Procedure and patient outcome is unknown. Concomitant device reported: unknown drill (part # unknown, lot # unknown, quantity # 1). This report is for one (1) 4.3 mm threaded lcp drill guide. This is report 2 of 2 for complaint (B)(4).